Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: scs-linear leads. Upn: m365sc2317700. Model: sc-2317-70. Serial: (B)(6). Batch: 7078058.

Event description:
It was reported that patients spinal cord stimulator leads had high impedances and was not able to feel any stimulation. The patient underwent a lead replacement procedure and was doing well post operatively. The explanted device will not be return due to facility policy.